Event description:
The patient connector was removed from the tubing by the hospital staff after the patient replaced it.

Manufacturer narrative:
As customer's meter was not returned a device history review of the meter was requested and performed. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported receiving incorrect glucose readings from his three adc meters which caused him to overmedicate himself and he claimed that he almost died. However, customer was upset during the call and refused to complete his surveys. Customer also requested that we do not contact customer again. It's unknown what readings customer received at the time of his events and the nature of his event is also unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the other two meters' serial numbers are unknown.